Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported when attempting to place a tracheostomy tube into a patient the flange broke off the bivona adult tts tracheostomy tube. There was no reported adverse effect to the patient.

Manufacturer narrative:
One 6.0mm tts¿ adult tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no nonconformities during manufacturing. During visual inspection no evidence was found of the reported device flange break. It was found during visual inspection that the airway inflation balloon was completely detached from the airway line. It was noted that the airway line was broken at the junction of the inflation balloon. Further inspection found that the airway line remained present inside the inflation balloon which illustrated that the bond was sufficient to retain the airway line within the balloon. Investigation was unable to determine the root cause of the inflation line detachment; however, no evidence was found to suggest a manufacturing defect.